Event description:
It was reported that the right atrial (ra) lead had a lead warning for low impedance and the polarity had switched. It was also noted that unipolar impedance was higher than bipolar. The lead remains in use with close monitoring. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the low impedance was persisting, which triggered a lead warning. Atrial high rate episodes showed noise and when the lead was programmed to bipolar, capture was unable to be seen, however the lead was capturing in unipolar. The lead remains in use and will be revised during an upcoming routine device replacement procedure.